Event description:
It was reported the pt experienced swelling at the lead implant site. The pt did not have a fever and laboratory test results were normal. The physician suspected an infection and explanted the scs system. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.